Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call about the low blood glucose. Customer reported that the blood glucose was in 40mg/dl range, after having 2 cookies it was 64mg/dl and after the meal it was 101mg/dl. Troubleshooting was performed and the blood glucose at the time of incident was 37mg/dl. Customer¿s current blood glucose is 189mg/dl which was treated with food. Customer¿s blood glucose this morning is 123mg/dl. Customer was advised to discontinue the pump. The insulin pump will be returned for analysis and replacement pump will be sent.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.